Event description:
It was reported that during an atrial fibrillation (afib) case, a pericardial effusion and tamponade was noticed. Towards the end of the procedure, the physician had just switched back to the farawave¿ catheter and had just applied the first application when the patient¿s blood pressure dropped. They checked on intracardiac echocardiography (ice) and noticed the pericardial effusion around the right ventricle and a little towards the right atrium. There was no pericardial effusion at the beginning of the procedure when they checked. The pericardial effusion was confirmed by ice. The medical intervention provided was pericardiocentesis. They had to drain for about 2 hours before they decided to send the patient into surgery due to a small leak around the right atrium where fluid was still accumulating. The patient status was unknown at the time of reporting. The reporter stated that the physician believed it was maybe the tip of the farawave¿ catheter that caused the pericardial effusion during the procedure; however, the reporter could not confirm if they still thought that was the cause after the patient was sent to surgery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).